Manufacturer narrative:
H6: evaluation conclusion code updated from cmc conclusion not yet available to failure to follow instructions. Photographic images of the14f isleeve were provided to aid in the investigation and reviewed by a bsc quality engineer. The images showed the 14f isleeve sheath with severe accordion-like buckling damage present. At least one seam of the 14f isleeve sheath appeared to be expanded and the tip of the 14f isleeve also appeared to have torn. The 14f isleeve damage was most likely a result of use during the procedure.

Event description:
It was reported that vessel occlusion occurred. Procedure summary: a transcatheter aortic valve replacement procedure was being performed. The iliac arteries were large and the femoral arteries were mildly tortuous. Femoral access was obtained and a 14f isleeve introducer sheath was placed. A non-boston scientific (bsc) guidewire was advanced through the 14f isleeve introducer sheath to the native aortic valve. A 34mm non-bsc valve system was advanced over the non-bsc guidewire. During advancement of the non-bsc valve system through the 14f isleeve, resistance was noted. The physician stating it felt as though the seams of the 14f isleeve introducer sheath didn't expand as intended. The 34mm non-bsc valve was implanted. Resistance was encountered in removing the non-bsc devices through the 14f isleeve introducer sheath. Resistance was also encountered in removing the 14f isleeve introducer sheath from the patient. Upon removal of the 14f isleeve introducer sheath from the patient's anatomy, damage to the shaft of the 14f isleeve introducer sheath was noted. Upon device removal, occlusion of the right iliac artery was identified. The right iliac artery occlusion was treated with surgical repair. Patient status: no further patient consequences were reported. The patient is expected to fully recover. It was further reported that the occlusion was caused by the loosening of the intima layer of the artery.

Event description:
It was reported that vessel occlusion occurred. A transcatheter aortic valve replacement procedure was being performed. The iliac arteries were large and the femoral arteries were mildly tortuous. Femoral access was obtained and a 14f isleeve introducer sheath was placed. A non-boston scientific (bsc) guidewire was advanced through the 14f isleeve introducer sheath to the native aortic valve. A 34mm non-bsc valve system was advanced over the non-bsc guidewire. During advancement of the non-bsc valve system through the 14f isleeve, resistance was noted. The physician stating it felt as though the seams of the 14f isleeve introducer sheath didn't expand as intended. The 34mm non-bsc valve was implanted. Resistance was encountered in removing the non-bsc devices through the 14f isleeve introducer sheath. Resistance was also encountered in removing the 14f isleeve introducer sheath from the patient. Upon removal of the 14f isleeve introducer sheath from the patient's anatomy, damage to the shaft of the 14f isleeve introducer sheath was noted. Upon device removal, occlusion of the right iliac artery was identified. The right iliac artery occlusion was treated with surgical repair. No further patient consequences were reported. The patient is expected to fully recover.

Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that vessel occlusion occurred. Procedure summary: a transcatheter aortic valve replacement procedure was being performed. The iliac arteries were large and the femoral arteries were mildly tortuous. Femoral access was obtained and a 14f isleeve introducer sheath was placed. A non-boston scientific (bsc) guidewire was advanced through the 14f isleeve introducer sheath to the native aortic valve. A 34mm non-bsc valve system was advanced over the non-bsc guidewire. During advancement of the non-bsc valve system through the 14f isleeve, resistance was noted. The physician stating it felt as though the seams of the 14f isleeve introducer sheath didn't expand as intended. The 34mm non-bsc valve was implanted. Resistance was encountered in removing the non-bsc devices through the 14f isleeve introducer sheath. Resistance was also encountered in removing the 14f isleeve introducer sheath from the patient. Upon removal of the 14f isleeve introducer sheath from the patient's anatomy, damage to the shaft of the 14f isleeve introducer sheath was noted. Upon device removal, occlusion of the right iliac artery was identified. The right iliac artery occlusion was treated with surgical repair. Patient status: no further patient consequences were reported. The patient is expected to fully recover. It was further reported that the occlusion was caused by the loosening of the intima layer of the artery.